Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support worked with the customer to reset the pump, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.